Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a bypass procedure, when the surgeon tried to staple, the device cut the tissue but did not staple. Suture was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n55129. Additional information was requested and the following was obtained: did the device not cut completely or not at all? It didn¿t cut completely what color cartridge was used? Gold. Are there any photos or a video of the procedure available? No. If yes please provide. Na. The analysis found that one pse60a device was returned in good visual condition and with five cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.